Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg was discarded by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.